Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
An explanted device and explantation report were received at med-el headquarters. No trauma was reported. Implant housing was found not to have moved at all. The patient was re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
An explanted device and explantation report were received at med-el headquarters. The patient was re-implanted on (B)(6) 2017.